Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, device battery voltage was 2.66volts on (B)(6) 2016.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia) triggered due to lead exhibited spike, high, and fluctuating impedance of the rv and superior vena cava (svc) coil. The rv lead remains in use. Subsequently, the rv lead was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.